Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-arp-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 had a dead short which caused power down. A field service engineer (fse) had replaced controller board and interface board to resolve the issue and verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station med3b had black screen, did not boot up and went offline on remote support service. Customer had tried unplugging and plugging the cable, but the device still failed to boot up. There was no sound or light coming from the device. However, there were no delays or adverse events or injuries reported based on this event.